Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the pump module had error code 210.4040. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error code 210.4040. Technical support: explain to customer why they was getting the error code. That a clear display bsync failure is detected during the post test. I explain to them that they would need to replace the logic board to correct this error code. The customer said ok and the call was ended. A review of the device history record for sn:(B)(6) was performed from date of manufacture 12/07/2011 to present date 10/09/2020 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the pump module had error code 210.4040. There was no patient involvement.